Manufacturer narrative:
"No information" entered in error. The device was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that an implant holder as well as three cages broke during cage installation. There was a surgical delay greater than 30 minutes. No further surgical or patient information was provided. This is report 1 of 3 for this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Lot number of concerned device is not known. So far, is not possible to perform the review of tracebaility and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress.

Event description:
Roi-a: broken 3 cages and instrument. Instrument broken during insertion of roi-a cage. 3 cages have broken. Surgery delayed 2 hours. No information received on patient impact . Investigation is in progress.